Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Reportedly, the customer corrected the time and date to resolve the issue. Additionally, air bubbles were observed; the exact location of the air bubbles was not provided by the customer. Reportedly, the customer primed the tubing to resolve the issue. Customer's blood glucose was 265mg/dl.